Event description:
The technician alleged the brakes set but are not holding at the foot end of the bed. No patient impact.

Manufacturer narrative:
The technician replaced the brake casters on the foot end of the bed to resolve the issue.